Manufacturer narrative:
A steris service technician inspected the sterilizer and found the filter in the filter housing required replacement. The reported smoke was caused by oil leaking past the filter into the filter housing. The technician replaced the filters and oil and confirmed the unit to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that their unit was smoking. No injury was reported however, two surgeries had to be rescheduled as hospital personnel could not process the instrument(s) needed for surgeries that day.